Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during a gastric bypass procedure, making a otomy (small incision with the harmonic ace into the jejuno) for the jejuno-jejunostomy, the activation surface of the activation blade of the ace fell off into the patient cavity. They grabbed this piece out of the patient cavity and threw it away. The harmonic ace was not working anymore and they had to unpack a new harmonic ace. No patient consequence.